Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced redness, pain and exudate from the peg stoma. On (B)(6) 2023, CT scan was performed and small collections are observed in adipose tissue, compatible with the pain that the patient reported. Digestive endoscopy was performed without relevant findings. Unknown oral antibiotics was started. On (B)(6) 2023, it was reported that the pain and exudate had resolved with good response to the antibiotic.